Event description:
Information rec'd indicates the head section is at a 45 degree angle and cannot be raised or lowered.

Manufacturer narrative:
The technician replaced the control box to repair the bed.